Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-08671. Additional information received confirmed the leads had migrated. As a result surgical intervention was undertaken on (B)(6) 2018 wherein the leads were explanted and replaced with the paddle lead.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2017-08671 it was reported ((B)(6)) the patient experienced ineffective stimulation after having a fall at the ipg site. Reprogramming was tried to no avail. Surgical intervention may be taken at a later date to address the issue.